Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture and as a result, insulin pump was not responding. Customer's blood glucose was 94 mg/dl.

Manufacturer narrative:
The insulin pump was received no button response due to moisture damage at the electronic assembly also, moisture damage was found at the motor. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.